Event description:
It was reported that a vertebral spacer cracked during insertion. Two thirds of the broken device was implanted. No pt complications were reported.

Manufacturer narrative:
A fractured portion of the device was sent to the MFR for eval. The visual macroscopic exam shows the implant was broken. Only distal piece of implant was returned. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.